Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing did not return, the handle did not have evidence that the trip wire was secured, the trip wire slack was not taken up the handle. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device weren't followed since the trip wire wasn't secured into the handle slot and the slack wasn't taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit" and "take up slack by pulling proximal end of trip wire on handle unit." This condition, unsecured trip wire, could ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of bleeding esophageal varices procedure performed on (B)(6) 2024. During the procedure, four bands were successfully deployed; however, the remaining three bands were stuck together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): hubei hospital of integrated traditional chinese and western medicine (hubei occupational disease hospital). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of bleeding esophageal varices procedure performed on (B)(6) 2024. During the procedure, four bands were successfully deployed; however, the remaining three bands were stuck together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.